Manufacturer narrative:
One smiths medical cadd solis vip pump was returned for analysis in a good condition. Event log history was performed and indicated that no entry of 46440 was recorded in history. During analysis, the customer's reported issue regarding the 46440 ec could not be duplicated. Ec 46440 is an erroneous downstream occlusion (dso) reading with an accurate one from the upstream occlusion (uso). Commonly it is found in pumps with the older style dso. Service will replace the dso sensor, bezel and seal as a preventive maintenance measure. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that during bench testing, a smiths medical cadd solis vip pump exhibited "lec 46440" when the technician was trying to perform preventive maintenance on the pump. No adverse effects were reported.